Event description:
It was reported by service report that the brake pedals, side rails and IV pole were damaged. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Manufacturer's investigation is ongoing. If additional information is received a follow-up report may be submitted.